Manufacturer narrative:
(B)(4). S/w version = 4.11e. Retainer ring = black. On (B)(6) 2022 the customer alleged charge/battery lasts less than expected and cosmetic damage (cracked battery compartment). The test p-cap locks properly in place in the reservoir compartment noted. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the insulin pump history, these battery related alarms. Insulin pump passed self test, active current measurement and displacement test, however failed the sleep current measurement due to high impedance. No unexpected low battery, replace battery, nor insert battery alarms during testing. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no sleep current measurement test failure noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and sleep current measurement test failure noted. The following were noted during visual inspection: cracked case on corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case on battery tube, cracked keypad overlay, and minorly scratched lcd window. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked battery tube threads, and cracked case on battery tube was noted. Customer alleged for charge/battery lasts less than expected was confirmed due to high impedance during the sleep current measurement. Sleep current measurement test failure suspected to be in pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment and battery lasting only few week. No harm requiring medical intervention was reported. The device will be returned for analysis.